Event description:
Customer reported experiencing a low blood glucose level with the lowest recorded value being 46 mg/dl, determined through cgm and not confirmed via a bg meter. The customer consumed carbohydrates to address this issue. Technical support assisted the customer in updating incorrect personal profile settings on their device, which was suspected to be the cause of the issue. The customer resumed insulin administration and was advised to continue monitoring their blood glucose levels, with no further assistance deemed necessary at the time.